Event description:
It was reported that the coverplate snapped when the surgeon put pressure on it during insertion. It was then removed and another c overplate was used. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. We are unable to determine cause of the event.